Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri due to high battery resistance triggered on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed high internal battery resistance. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri due to high battery resistance triggered on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the device battery had early depletion. The device was explanted. No patient complications were reported as a result of this event.

Event description:
Asku